Event description:
The surgeon allegedly used the cinchlock knotless anchor for a hip labrum repair. The surgeon reported that he broke one of the sutures while tensioning. When he pulled the inserter out, the suture pulled out of the tissue. The anchor stayed in the bone. There were no injuries reported.

Manufacturer narrative:
The device was requested for eval but not returned. The cause of the event could not be determined from the info available and without the device for eval. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specs and release criteria. There have been no other complaints referencing this lot number. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though no injury was reported.